Manufacturer narrative:
The valve was patent. It met the requirements for leak, reflux, pressure-flow, and pre-implantation testing. Therefore, it is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient complained of inabilities and valve was reset several times; however, this did not work to overcome the patient's vision issues. According to the report, the valve was explanted.